Event description:
It was reported that the "female connection port in processor was damaged" on the visera elite video system center. The device was returned to olympus for evaluation, and the service center found the video connector had bent pin causing no image. This report is being submitted for the bent video connector pins causing no image. No patient harm or injury occurred due to this malfunction.

Manufacturer narrative:
The device was returned to olympus. The female connection port in processor damage was confirmed. The video connector had a bent pin causing no image. The video connector will need to be replaced, unit equipped with new type switch, and software installed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, there was a repair done to the subject device on 24nov2020. Since the same terminal as the last repair was deformed, the pin of the video connector receiver was likely damaged because the connector to the scope used by the user was deformed or connected to the video connector receiver with foreign matter attached. The following verbiage identified in the instruction manual may help prevent the phenomenon: "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."